Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl. The doctor was ready to release the customer, but needed someone to go to the hospital to show the customer how to work the insulin pump. Advised the caller that an email has been sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.